Event description:
It was reported that a homecare patient experienced problems with the seal and fit of the inner to outer cannulae on two, size 6 dcfn, disposable cannula cuffless fenestrated tracheostomy tubes. This was detected immediately upon use. There was one patient involved with no reported patient compromise. Two, size 6 dcfn devices were returned to the manufacturer on 12/23/1997 for decontamination, analysis and investigation.